Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the area of infection was pocket. Patient stated she was holding a lot of fluid. Patient stated she was put on antibiotics since the healthcare professional (hcp) did the revision. Infection was confirmed. For the time of the event, patient stated about a week prior to the revision which was (B)(6) 2018. Patient stated the hcp packed the pocket with "zipro" and she was also on orla "zipro". No further complications were reported.